Manufacturer narrative:
Eval summary: no data regarding product identity was received, i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The shunt remains implanted. Because a sample was not returned and no lot number or serial number were indicated for this complaint. The root cause cannot be determined. Additional info was requested. (B)(4).

Event description:
A surgeon reported that three months after a glaucoma filtering shunt was implanted, it was noted to be touching the cornea. There is no harm caused to the pt. The shunt remains implanted. Additional info was requested.